Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial leadless pacemaker could not be fixated adequately after two attempts. It was then noted that the device's helix was stretched. The device was not used, and a new leadless pacemaker was implanted. The patient condition was stable.